Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level.